Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. Blood glucose value at the time of the admission was around 311 mg/dl. It was stated that the customer was vomiting and had large ketones. Customer woke up in the morning and the tubing was disconnected and blood glucose was 400 mg/dl; treated with bolus. Nothing further reported.